Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Final analysis confirmed the reported event of noise. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion [15.5 cm to 15.7 cm from the connector pin] breaching the outer insulation proximal to the suture sleeve tie mark. The cause of noise was due to the external insulation abrasion which is consistent with friction to device can.